Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the camera cable of the subject device had an exposed wire. There was no patient involvement.

Event description:
It was reported that during reprocessing the camera cable of the subject device had an exposed wire. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed.the cable was twisted, and a cut was observed on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was twisted, and a cut was observed on the cable. The most probable root cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.